Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction air and water supply cylinders where corroded was traced to be component failure and the most probable root cause of the malfunction foreign object inside the auxiliary water supply tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope air and water supply cylinders where corroded and foreign object inside the auxiliary water supply tube. There was no patient involvement.